Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41 and pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the error and the pump passed the displacement test. It was noticed that the pump did not pass additional testing or the error table indicated that replacement was required. No harm requiring medical intervention was reported. It was noticed that the customer will discontinue the use of the insulin pump. The product mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download history review, it recorded pump error 43 and pump error 41. Pump error 43 was found in the history files on 18 mar 2024 at 14:39:55. Pump error 41 was found in the history files on (B)(6) 2024 at 14:39:55. Per engineering troubleshooting guide, it was determined that pump error 41 and pump error 43 was due to the motor registered voltage failure; measured voltage is below threshold. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and scratched case. In conclusion, pump error 43 and pump error 41 were confirmed in the history files. Exposed to moisture was confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.